Manufacturer narrative:
(B)(4). Catalog number: unknown but referred to as a cook günther tulip filter. Since catalog number is unknown the 510(k) could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013 at (B)(6) in la (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava perforation.¿ cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) 510(k) k090140. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 05/08/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2013 via the right internal jugular vein due to dvt and had an attempted retrieval performed on (B)(6) 2014. The unsuccessful procedure notes suggested the superior cone of the filter, including the proximal hook, migrated outside of the ivc and at least one support leg migrated significantly outside of the ivc. Plaintiff allegedly had a successful retrieval on (B)(6) 2014 (via open vascular removal surgery). Plaintiff is alleging tilt, vena cava perforation.

Event description:
Per operative notes (filter retrieval), dated 15aug2014, "the ivc was dissected out. It was clear that there were 2 or 3 struts that were poking out of the ivc. These were transected outside of the ivc. The ivc was opened up from where the most proximal hook had been impaled and protruding. The was extended inferiorly in a diagonal fashion onto the most inferior strut that was penetrating the wall. Once we opened the ivc, we saw the filer was strongly embedded and used a pair of scissors to remove the tissue from the intraluminal debris. We eventually were able to remove the whole ivc filter without damaging the wall whatsoever."

Manufacturer narrative:
The investigation was reopened due to additional information provided. The following allegations have been investigated: embedded. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4).